Event description:
Related manufacturer report number: 3006705815-2024-02379. It was reported that the patient stopped using their scs system because they got relief from a back surgery, and they did not need it. It was also reported that the system was causing them discomfort. In a recent update, it was reported that the scs system stopped working over a year ago and due to increased back pain, the patient decided to have the battery replaced. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.